Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had no crack found at lcd screen. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had crack on the screen. The customer's blood glucose was 455 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer stated that they experienced nausea. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer stated that the cannula was bent. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.